Event description:
It was reported to philips that the device alarmed for the defibrillation cable test. The remote service engineer (rse) evaluated with the assistance of the customer. The rse informed the customer to rerun functional test. Upon conclusion of the evaluation, it was determined that the customer would run a new functional test. If the customer continues to have issues they will contact us. The device remains at the customer site and no further evaluation is required at this time.